Event description:
Caller reported an alarm 2, indicating an occlusion event. There was no adverse impact to the customer¿s blood glucose level as levels did not exceed 500 mg/dl or indicate "high" on the cgm. The customer resolved the issue by completing another bolus, which cleared the occlusion and allowed insulin to resume. Despite resolving this issue, the customer experienced frequent and/or recurring occlusion issues and was transferred for further assistance.